Event description:
While investigating a (B)(6) female pt's electrode belt for an unrelated issue, a reportable problem was discovered. The pt's electrode belt trunk cable connector was cracked.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. Upon eval, the trunk cable connector was cracked and wires were exposed. The root cause of the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the defective trunk cable connector. The pt received a replacement electrode belt.